Event description:
On 6th november 2023, getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, cap was found to be missing from satellite. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter: getinge service technician. The correction of b5 describe event and problem, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 6th november 2023, getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, bung was found to be missing from satellite. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 6th november 2023, getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, cap was found to be missing from satellite. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous d4 catalog#: ard567231241c. Corrected d4 catalog#: ard567238998/ard567236989. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, cap was found to be missing from satellite. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. As stated by subject matter expert at the manufacturing site, the most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 6th november 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, bung was found to be missing from satellite. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. (B)(6). H3 other text : device not returned to manufacturer.